Event description:
The biomed reported that the foot hi/low is slowly drifting down.

Manufacturer narrative:
The tech isolated the issue to the right siderail caregiver board, causing the bed to go into reverse trendelenburg. He replaced the right siderail caregiver board and label to repair the bed.